Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case is associated to case (B)(4) by reporter. This case involves a (B)(6) female patient who received four applications of poly-l-lactic acid (sculptra) with the last application performed sometime in (B)(6) 2008 to increase her cheek volume. Relevant medical history and concomitant medication information were not mentioned. On an unspecified date, a granuloma localized to the bucomentoniano (sic) sulc on the left side was identified. It was lobulated, as if it was three lesions, one over the other. It was painless, visible, and palpable. The patient consulted the reporter because she was thinking that the granuloma was a cyst and was concerned that it grew fast, however has now stopped. Event outcome is unknown.

Manufacturer narrative:
(B)(4). Per our affiliate, attempts to contact the physician have been unsuccessful; therefore, this case is considered closed. Reporter's causality assessment: not provided. Additional information received on 14-jul-08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.